Event description:
It was reported to nova biomedical that a consumer received a result of 182 mg/dl on their blood glucose meter. The consumer immediately tested using control solution then receiving a result of 129, which was within range. Consumer then tested two more times receiving results of 129 mg/dl and 175 mg/dl. These results were then entered into the replicate error grid, and did not fall within an acceptable range. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.